Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the update. The technical support specialist dialed into the station and found that the station was no longer stuck on windows update and the medication application was up and running. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, got stuck on the windows update. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.